Event description:
The customer reported that the surgeon noticed that energy came out from the insulation next to the hook during surgery. The pt's liver was burned.

Manufacturer narrative:
(B)(4). The incident sample has been requested, but to date has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is returned, or if additional info pertinent to the incident is obtained, a f/u report will be submitted.